Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issue reappears.